Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is currently unavailable. Associate medwatch #1221934-2018-50619.

Event description:
It was reported by our affiliate that during arcr (arthroscopic rotator cuff repair) in the shoulder on (B)(6) 2018. Although the surgeon followed surgical procedures, both two anchors were broken in the middle part. They were brand new and the first use when the issue occurred. The surgery was completed without a delay. There was no harm to the patient. The surgeon commented that the patient¿s bone quality might have been hard.

Event description:
It was reported by our affiliate that during arcr (arthroscopic rotator cuff repair) in the shoulder on (B)(6)2018. Although the surgeon followed surgical procedures, both two anchors were broken in the middle part. They were brand new and the first use when the issue occurred. The surgery was completed without a delay. There was no harm to the patient. The surgeon commented that the patient¿s bone quality might have been hard. Additional information from affiliate: is this device available for device investigation? No. When did the breakage occur? Intraop. If breakage occurred near the surgical site, how were fragments retrieved? No. Further information was provided. How was the procedure completed? No further information was provided. Were alternatives readily available? No further information was provided. General] any patient impact? No.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary- the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. It was reported that the implant broke during insertion. It was noted the implant broke in the middle portion. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with one incident, ot was generated. This event is not relevant to the complaint condition since it concern a modification of handle on healix. However, no relevance to complaint condition therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI(B)(4). Associate medwatch #1221934-2018-50619.